Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU lists infection and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported through patient outcome that the patient expired on (B)(6) 2019 due infection.

Manufacturer narrative:
Approximate age of device ¿ 2 years (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted to the hospital with complaints of fever of 103, weakness, nausea, vomiting and diarrhea. Upon admission, patient appeared to be volume overloaded. He had lower extremity edema, jugular venous distension (jvd) and dilated neck veins and an elevated brain natriuretic peptide (bnp) of 2790. He was started on IV lasix twice per day. Echocardiogram was obtained that showed evidence of right heart failure and an elevated right atrial pressure of 15. Patient was started on dobutamine on (B)(6) 2019. He was started on a lasix drip the following day. Diuril was given intermittently. Creatinine continued to worsen despite diuretics and was as high as 3.5. White blood cell count was elevated. Cultures were obtained and patient was started on IV vancomycin and cefepime. CT of the abdomen was obtained due to abdominal swelling, which showed free fluid in the abdomen. Patient was started on flagyl for this. Blood cultures came back (B)(6) for (B)(6). Cefepime and flagyl were stopped and vancomycin was continued with an estimated 6 weeks dosage. Transesophageal echocardiography (tee) was obtained to assess for infection. No vegetation was present along ICD leads or valves. Cultures consistently came back (B)(6) for (B)(6), so vancomycin was switched to daptomycin. Gentamycin was added shortly after for synergy. On (B)(6) 2019, gentamycin was switched to ceftaroline. Patient continued to have (B)(6) cultures. CT of the abdomen was repeated that showed fluid collection in the anterior mediastinum along the lvad that was concerning for abscess. Patient did not want to take the risk to have this drained. Patient decided to go home on hospice and was discharged on (B)(6) 2019 with orders to continue dobutamine for comfort measures. Daptomycin was continued after discharge.